Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 20 mmol/l with moderate ketones associated with damage to the battery cap. The reporter indicated that the battery cap had not been replaced in more than 13 months and the battery cap had become stripped. This event is reported based on the allegation that the patient experienced hyperglycemia related to use error of not replacing the battery cap per the pump user guide instructions.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: no damage was found to the pump battery cap and the pump battery cap was able to successfully secure to the pump. The battery cap contacts were measure and were found to be within specifications. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been requested for return to animas. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.